Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal biliary stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 3 cm lesion in the hylum/bifurcation. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician experienced difficulty crossing the stent over the stricture. The stent delivery system kinked and was not able to be pushed further into the common bile duct. The stent was removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Evaluation findings of stent partially deployed. Evaluation findings of stent wires kinked. A visual examination of the returned device found that the stent was received partially deployed by 5mm. It was noted that the distal stent wires appeared to be kinked and kinks were noted along the delivery catheter. During analysis, the stent was able to be deployed and no issues were noted to the stent profile. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.